Event description:
A physician reported aspiration failure occurred during the ultrasound (us) phase of the cataract procedure. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened phacoemulsification (phaco) tip and tip wrench in a zip top bag within a blister were received. The phaco tip was visually inspected and found to be conforming, there was no occlusion observed in the distal ID (inner diameter), proximal ID or ab (aspiration bypass) hole. There was wear on the threads consistent with threading and wear on the nut corners that were consistent with use. A functional flow check for occlusion was performed and deemed conforming. A good flow exiting the tip and ab hole was observed. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be conforming for all visual and functional testing associated with the reported event; therefore, a phaco tip with aspiration failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the phaco tip was manufactured to specification. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).